Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the air-in-line alarm went off multiple times during initial testing(unable to complete the rest of the initial test. The replacing of sensor component confirmed to have successfully addressed the issue a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 09/13/2024,, znyo medical received a report that during the preventive maintenance (pm), that the air-in-line alarm went off multiple times during initial testing, unable to complete the rest of the initial test. No patient injured/harmed reported.